Manufacturer narrative:
The event of lymphoma - alcl - suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: lymphoma-alcl-suspected.

Event description:
Patient reported for unknown side "had problems, with one of the prostheses," "suspicion of lymphoma." Pathological markers confirming alcl have not been received. The device remains implanted.